Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4).. Review of the most recent repair record determined the device was not meshing / cutting properly. The device failed the test mesh during device evaluation; however, the cutter and side plate were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available regarding the event.

Event description:
It was reported that during kit inspection, the device would not properly mesh. There were no adverse events associated with the malfunction. No harm or delay were reported with this event as no patient involvement was noted. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. (B)(6).